Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 62-year-old patient was implanted on (B)(6) 2016 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2021 medical professional noted that the patient¿s left breast was more difficult to examine due to postoperative changes (deformity). Also, a possible mass in her breast was felt through medical examination of the area. On (B)(6) 2021 patient underwent a biopsy from the area with negative results for cancer. On (B)(6) 2022 the patient complained of pain which comes and goes sometimes. On (B)(6) 2023 the patient stated she has some tenderness in the region of the implant. On (B)(6) 2024 the patient presented with red streaking on the left breast which worsened subsequently and since has redness in the breast and swelling. Significant itching is also present but she stated she has had no pain. Topical steroids and antibiotics were prescribed. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.